Manufacturer narrative:
An event regarding malposition of the tritanium baseplate was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and lot details, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was revised due to pain and instability. There was too much slope on the tibia from the primary surgery which caused the knee joints to become loose.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #2r; cat# 5516f202; lot# unknown. Triathlon ps x3 tibial insert; cat# 5532-g-309; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was revised due to pain and instability. There was too much slope on the tibia from the primary surgery which caused the knee joints to become loose